Event description:
The customer reported faulty led indicator. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 10 sep 2019. Date of report received: 12 sep 2019 the power switch overlay was received for failure investigation. There were no signs of damage or contamination during visual inspection. After testing, no failure were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The power switch overlay was replaced to address the reported problem. The device was repaired and passed all tests.

Event description:
The customer reported faulty led indicator. There was no patient or user harm reported.